Event description:
This event was reported as ring explanted after approximately 3 years implant duration due to mitral valve regurgitation and increasing symptoms of dyspnea on exertion. No further info was provided.